Manufacturer narrative:
This part is not approved for use in the united states; however, a like device with catalog # 1476000500, 510k # k091974, UDI# (B)(4) is approved for sale in the us. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X ray review results: post-op x rays for the t2-lumbar fusion show an intersecting construct that spurs the thoracic spine without having fixation points. The lateral x rays show rod fracture. Fusion status is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: after installing a glowing rod to treat childhood scoliosis, rod breakage occurred. Procedure: rod replacement levels implanted: t2/l3; s4 it was reported that post-op, the rod broke. It was considered that the rod was broken because the patient did too much exercise. No fragment of the device was remaining in the patient. Bone fusion was not achieved . Patient underwent a revision surgery for replacement.